Event description:
Customer reportedly obtained results of 113mg/dl, 75mg/dl, 70mg/dl, and 89mg/dl on the same device within 2 minutes. Customer reportedly ate to feel better after this comparison due to feeling hypoglycemic. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.